Manufacturer narrative:
The date of event, implant date and explant date were not reported. Only the year 2013 was reported. Method of evaluation: actual device not evaluated. No lot number was reported to perform a manufacturing review. Results of evaluation: no results available since no evaluation performed. Conclusion: device not returned. Lifecell received notification of this event from the FDA with voluntary medwatch mw5055932 filed by the patient. It was confirmed that the post-operative complications experienced by this patient were not reported to lifecell by the implanting or explanting surgeon as a complaint against strattice. Lifecell is following up with the patient to obtain the surgeon's name and contact information to obtain additional clinical event details to perform an investigation. To date, no additional information has been obtained. No lot number was reported, thus no investigation into the strattice lot could be performed. Due to the limited information received, a relationship between the events reported and the strattice could not be determined. If additional information is received, a follow up MDR will be filed.

Event description:
Lifecell received a voluntary medwatch (mw5055932) from the FDA on 10/22/2015. It was reported by the patient that in 2013, he had an ap resection surgery to remove a tumor and effected organs due to adenocarcinoma of the rectum after an 8 week course of radiation and chemotherapy. While still recovering from surgery in the ICU, the patient developed complications involving his digestive system, including but not limited to vomiting bile and a dangerous drop in potassium level. The patient reported that apparently strattice surgical mesh was used during the surgery and failed, though we did not find out the cause of complications until a month later when emergency abdominal surgery was required to remove what could be removed of the mesh, lysis of adhesions, and undoing the bowel blockages which developed. In 2013, he was admitted for the emergency surgery via the emergency room, after a CT was finally done which indicated several bowel blockages and adhesions. It should be noted that this event was not reported to lifecell by the surgeon as a complaint against strattice at the time of the event.